Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:left ventricular lead position guided by parametric strain echocardiography improves response to cardiac resynchronization therapy. Journal of the american society of echocardiography. 2017; 30(10):1001-1011. Doi: 10.1016/j.echo.2017.06.012. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy (crt) and how to increase crt response in patients. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths due to cardiac causes. The status of the devices is unknown. Further follow up did not yet yield any additional information.